Event description:
The user reported that the material is much stiffer than what has been used in the past. The user is questioning why this is occurring. There were no reported adverse consequences to a pt as a result of this event.